Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, endometriosis, uterine bleeding, anemia, myositis, kidney stone, menometrorrhagia, adenomyosis, pelvic pain, menometrorrhagia and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("extreme abdominal pain"), arthralgia ("extreme hip pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, arthralgia, back pain and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). It was reported that 1 coil seen on each side without difficult. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporters and patient demographics, laboratory data, medical history were added. Updated essure indication. On (B)(6) 2015, she explanted essure. Added events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, extreme abdominal pain, extreme hip pain, lower back pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.